Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the pump was not working. The patient had a lot of problems with falls. The patient had computed tomography (CT) scans. It was reported ¿they try to break the patient¿s falls.¿ the symptom occurred gradually and the patient always had falls. It was questioned if the falls could be a side effect from the pump. The health care provider (hcp) had requested an MRI, but the hospital would not do one because it heated up the pump. The MRI was noted to not be due to a problem with the pump, but was regarding joint pain to see if there were further problems. The patient had a severe brain injury so being able to have a brain MRI was important. The patient also worried about being able to have an MRI if he were to have a seizure. The drug dose was reduced 2 weeks ago by the health care provider. The patient was getting slow acting/fast acting drug from the pump at the time of the report. The system was being used to deliver baclofen. No information concerning the patient outcome or the patient¿s medical status prior to the event was reported. A supplemental report will be submitted if additional information becomes available.